Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information.

Event description:
Additional information was received on 28september2020: terumo medical received an FDA medwatch report # mw5095657. The event description states: "year old had an angiogram and angio-seal closure device failed later that evening requiring a return to operating room and arterial bleed requiring repair to artery. An open groin wound vac. Significant blood loss and ICU required. Cap of device found in subcutaneous tissue of abdomen." Additional information was received on 29september2020: the significant blood loss was defined as 500'ccs. Pathology report described components removed, which was a 0.5 gram slightly bent, clear plastic with .1 cm suture. The patient was stable and recovered and was discharged (B)(6) 2020. Post discharge follow up with physician stated that the patient was doing well.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide a correction and provide the additional information that was not in follow up no. 2. In follow up no. 2 section d4 lot number, expiration date, UDI and section h4 were inadvertently left blank. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested but not provided. Expiration date - requested but unknown due to lot number being unknown. UDI - requested but unknown due to lot number being unknown. Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported a 6fr angio-seal vip device was deployed. The patient was discharged from the cath lab without incident. On (B)(6) 2020, they were informed from a staff member that the patient approximately 14 hours post angio-seal deployment, developed a retroperitoneal bleed and required surgical intervention. The angio-seal deployment was deemed successful, surgical intervention to repair the retroperitoneal bleed was required. Additional information was received on 08july2020: the procedure for the patient was an angiogram and a btk (below the knee) atherectomy. A 5 fr. Sheath was used. A pre-deployment angiogram was performed. Ultrasound guidance was used for access but uncertain of posterior wall stick. Puncture site not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did have blood thinning medication, thrombolytics, or platelet aggregators during the procedure.